Event description:
It was reported that the vns patient passed away. The physician's office was unaware of the cause of death. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician reported that the cause of death was myelopathy with quadriplegia, acute renal failure, advanced copd and refractory seizures. The physician indicated that the cause of death was not related to vns therapy. There was no autopsy performed and the death was witnessed by the hospital nurse. There was no history or drug or alcohol abuse and the patient was compliant with aeds. The physician indicated that the patient experienced a reduction in seizures with vns therapy and was receiving therapy at the time of death.

Event description:
Records received from the hospital that the patient passed away in indicate that the patient was admitted on (B)(6) 2015 and was found to be in acute renal failure. The patient was started on IV fluids. During the hospital stay, the patient's condition kept deteriorating. Palliative care consultation was done. The patient was scheduled to be discharged to a skilled facility with possible hospice, but the patient expired on (B)(6) 2015. The patient had a durable do not resuscitate request. The cause of death was noted to be chronic obstructive pulmonary disease, end-stage. Other diagnoses were listed as acute renal failure, hypernatremia, hypomagnesemia, malnutrition (severe), weakness, history of seizures, dysphagia.